Event description:
A medtronic wiktor rival coronary stent was successfully placed in the proximal left anterior descending coronary artery. During the withdrawl of a ranger balloon catheter, used for post-dilatation, the stent became stretched out. Coronary artery bypass graft surgery was performed the same day to bypass the artery containing the stent. The patient is fine post-surgery.